Event description:
On the (B)(6) 2021, integrum received an e-mail notification about a trauma incident for a patient treated at (B)(6) hospital. According to the information provided, the patient tripped and fell down a flight of stairs which caused a periprosthetic fracture of the opra implant. The fracture is through the top of the fixture and the treating surgeon is planning a revision surgery for the patient shortly.  It has been reported that the patient is not compliant with the treatment protocol, however no information has been provided regarding in which way the patient is not compliant. The case will be followed up once more details on the revision treatment with treatment outcome are received, and device serial and lot numbers have been confirmed.